Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Additional patient/event details have been requested, but no further details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on december 16, 2016. (B)(4).

Event description:
Complaint reported by the end user that he observed bleeding into his pouch at which time he called his stoma nurse for advice. Since he had no additional symptoms, she advised him to seek medical care if he had symptoms such as feeling weak or faint or if the bleeding did not stop by (B)(6) 2016. The pouch continued to fill with bright red blood until friday morning when he was admitted to the hospital. He was evaluated by his primary physician and the stoma nurse. A determination was made that the moldable wafer base was rubbing on the stoma and this friction caused an erosion of the stoma tissue. The device was removed and replaced with a different (hollister wafer) device. The end user was discharged on (B)(6) 2016 and there was no bleeding reported since discharge. Diagnosis given at time of discharge was lower gi bleeding and symptomatic anemia from acute blood loss from erosion bumps at the bottom of the stoma. No further details have been provided.